Event description:
(B)(4). In (B)(6) 2010 I was diagnosed with fibromyalgia. I have also had chronic migraines and been to multiple doctors, etc. But have not had any resolution. I gained weight to the tune of (B)(6) in 6 months, again that my doctor could not explain. Severe pain in my right abdominal area that sent me to the ER more than once. Chronic full body pain that has left me unable to work outside the home.